Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: (B)(4). It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein an ipg and lead were re-placed. No further information is known at this time.

Manufacturer narrative:
Manufacturing reference number 1627487-2022-06339 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.